Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not responding. A technical support specialist followed knowledge article "medstation es low disk space on c drive large configurationstatus folder in windows folder" and deleted the files that were more than 7 days old, followed knowledge article "low space on c: drive, sqldump, winsxs - pyxis es - locations/methods to free up space" and performed a disk cleanup which increased the station c: drive space from 10 gb to 13.7 gb, and advised the customer to reach out if the device froze again. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station failed to respond and was stuck on a blue screen. The rss status could not be checked as the site was cad. The customer attempted a reboot, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.